Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the cartridge was found to be the cause of the occlusion alarm. The customer changed the cartridge and insulin delivery was resumed.